Event description:
It was reported that the patient announced a meal with blood glucose around 147 mg/dl and later observed a decline of approximately 40 mg/dl, with concurrent cgm and bgm readings around 104¿106 mg/dl. The patient had dosed 5.3 units for a later meal and uses a teflon infusion set. Symptoms included a downward glucose trend without reported hypoglycemic symptoms. Outcomes included no alerts or alarms, no hospitalization, and no impact to blood glucose control beyond the observed decline. Investigation included troubleshooting and education by support and direction to consult a healthcare professional. Investigation of this case revealed no device malfunction and no evidence of cgm inaccuracy. It was concluded that the device functioned as expected and no device-related adverse event occurred.